Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pt was required to live with severe pain for an extended period of time, suffer inhibition of her ability to walk and to rise from a seated position, and has to undergo and recover from a second painful left hip revision surgery and require ongoing medical care. It is further alleged pt suffered creation of metallic debris, and/or loosening, pain, inhibition of ability to walk, inhibition of the ability to rise from a seated position, pain in her right hip caused by overcompensating for pain caused the right hip implant, and other injuries presently undiagnosed. (Litigation papers indicate left hip revision surgery although in several places, the litigation papers indicate the replacement was on the right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.